Event description:
It was reported that, an 840 ventilator had a loss of communication between the graphic user interface (gui) display and the breath delivery unit (bdu). The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se)verified the malfunction and replaced the breath delivery unit (bdu) printed circuit board (pcb), the graphical user interface (gui) pcb, the backlight inverter pcbs, and software was updated to the current revision. The unit passed all testing and operates within the manufacturing specifications.